Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during eval and found during the event history log review. They were caused by an out of adjustment lower door hook. The door hooks were adjusted and alignment tested.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.